Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Ultrasound was performed for device location, but imaging was not provided to show that the device was in the proper location. It should be noted that imaging is specified in the IFU to locate the disc position and venotomy location after obtaining temporary hemostasis. In this case temporary hemostasis was not achieved before deployment of the collagen. Conclusion: as temporary hemostasis was not achieved before deployment of the collagen plug, it is clear that the disc was not properly positioned for deployment of the collagen plug. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the venotomy site), and insufficient hydration time of the collagen may have been contributing factors to this event but this is unknown.

Event description:
The vascade mvp devices were selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed, but the site did not gain temporary hemostasis. Ultrasound was utilized to track positioning of the device but temporary hemostasis was not achieved on the device. Even though temporary hemostasis was not achieved, the user proceeded with deployment of the collagen plug. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen plug. The push rod was utilized to strip the collagen plug from the device, and the device was removed. The patient's leg began to swell and the access site did not gain final hemostasis ultrasound determined that the collagen plug was deployed in the vessel partially occluding the flow. A snare device was utilized to remove the collagen plug. No further injury or complications noted. Patient was later discharged. It is noted that this occurred on 3 separate access sites and those will be reported separately.